Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headaches, coughing, and sinus infection. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The device has not yet been returned to the manufacturer for evaluation. Two attempts to have the device returned for evaluation and investigation were unsuccessful. The customer declined to respond to the gfe-related questions and terminated the call. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.